Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No daily total, history, bolus or basal anomaly was noted.

Event description:
The customer stated that her insulin pump was not delivering the correct amount of insulin. The customer stated that the insulin pump was stopping the delivery and giving less insulin than it was supposed to. The customer also stated that she experienced blood glucose levels as high as 500 mg/dl, and her doctor advised her to discontinue using the insulin pump. It was unknown whether or not the customer was treated by the doctor. The customer was called back for more information on the doctor visit, but there was no answer.